Event description:
My son was badly injured when we used the malem bedwetting alarm at night. A new alarm was purchased online and shipped in new condition. However within a few hours of use, the alarm literally exploded and the back battery fluid spread on his body. It was very hot and burnt his neck. My son is recovering from the burns he has suffered as a result of the malfunction.